Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.0 cm fusiform aneurysm was reported with infra-renal angulation of 18 degrees. Proximal aorta was 26 mm in diameter and 20 mm in length. Distal aorta was 24mm in diameter. Right femoral was 9 mm in diameter while the left femoral was 8 mm in diameter. The right iliac artery was mildly tortuous with 10% stenosis while the left iliac artery was moderately tortuous with 15% stenosis. The proximal neck had 75% mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon and two balloons from another manufacturer were used. It was reported that there was evidence of stent graft kinking during an abdominal x-ray. No clinical sequelae were reported, and the patient is fine. A review of pre-implant cta showed that the distal aorta narrowed to approximately 20mm diameter just above the bifurcation, with areas of calcification. The distal aorta diameter is approx 21-24mm. Review of returned films post-implant show that both the ipsilateral (right) and contralateral limb are slightly compressed beginning just proximal to the distal aorta bifurcation, continuing down to the distal aorta, and then appear normal within the iliacs. Unable to evaluate for any occlusion/endoleak as this was a non-contrast study. X-rays cannot confirm location of reported stent graft kink, although there is slight necking-down of the iliac limbs seen near the distal aorta.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (kink), patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).